Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment and powered it on. It booted to the splash screen and no tracking issues were observed. It was found that the touchscreen response functioned as intended. Per data log review: on (B)(6), the log showed that the touch screen was functioning in the morning. The level detection was turned on and off which can only be done on the touch screen. At 3:15 pm the system was powered off while in the perfusion screen. This may indicate that they were unable to touch buttons to shut down the system gracefully. No buttons were touched and the system was powered off again. There are indications in the log that the touch screen may have been off, but there is no way to confirm from the log.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the central control monitor (ccm) was offset and not working properly. The perfusionist continued to use the hlm throughout the remainder of the procedure, which was completed successfully, with no blood loss or delay.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) functioned as intended. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) touchscreen became offset and was not working properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the ccm touchscreen was not working properly. The touchscreen calibration could not be preformed and the logs could not be collected due to the touchscreen not working properly. The fsr replaced the ccm and preformed verification/release testing. The unit operated to the manufacturer's specifications. The suspect device was returned for further manufacturer evaluation.